Manufacturer narrative:
Age or date of birth: average age. Sex: majority gender. Event date: date of article publication mortality after use of paclitaxel-coated balloons correlates with total cumulative dosage of paclitaxel in real-world analysis j. Clin. Med. (2021) 10, 3747; 1-11 doi.org/10.3390/jcm10163747. If information is provided in the future, a supplemental report will be issued.

Event description:
This is a 5-year retrospective analysis of all patients who underwent endovascular treatment for femoropopliteal occlusive disease using dcb angioplasty with or without stenting or atherectomy to examine whether the dosage or frequency of paclitaxel exposure correlated with mortality during follow up. All procedures were performed by vascular surgeons, cardiologists, or vascular interventionists. The frequency of dcb use was defined as the total number of times that a dcb was used to treat restenosis of the same lesion. To calculate the total dosage of paclitaxel, all paclitaxel dosages per balloon used during the follow-up period were added together. Two types of dcb, inpact admiral and a non-medtronic dcb were used at the treating physician¿s discretion. There was no 30-day mortality in this study. There is no information to suggest the device caused or contributed to the death events reported during follow up.